Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redt1528 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when operating, the nurse found that there were no graduations on the catheter from the 45 cm scale to the proximal end. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of incomplete printing on the catheter shaft was confirmed and the cause appeared to be manufacturing related. One video was provided for investigation. The video showed a groshong PICC inserted in the patient¿s arm. The black printed line appeared to deviate from the center line of the catheter and disappeared. Two or three depth markings were missing between the deviation in the printed line and the insertion site. Since the printed line exhibited deviation from the center line, it appears that the error occurred during the manufacturing process. Bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when operating, the nurse found that there were no graduations on the catheter from the 45 cm scale to the proximal end. No other information was provided.